Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument was burned at the tip. There was no patient involvement intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 08-nov-2024: the instrument was inspected prior to use and no damage or anything ordinary was observed. The thermal damage was observed after. The instrument did not collide with an energy instrument during the procedure. The arcing was not observed during the procedure. No patient injury or harm.

Manufacturer narrative:
The maryland bipolar forceps instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Manufacturer narrative:
The maryland bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.